Event description:
It was reported that the patient presented in clinic during follow up. The device was post-paced t-wave oversensing. Programming changes were made. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.